Manufacturer narrative:
Patient information is not available per facility. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a perforation. It is suspected that the aorta was accidentally punctured during a septal puncture. The wire was advanced too far and became stuck, requiring open-heart surgery. The physician thinks this was a procedural error and not a product defect. The patient's recovery status is not available per account.